Event description:
This report is based on information provided by the notified body and has been investigated by the philips complaint handling team. Philips received a complaint on the xl indicating that the device exhibited symptoms of a critical device failure. No patient involvement reported at this time. Based on the information available, the cause of the reported problem was a unknown. The reported problem was not confirmed. Upon conclusion of the evaluation,the hospital has contacted a third party to dealer for maintenance and replacement, and the equipment is running normally. The hospital will not provide other information. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The hospital has contacted a third party to dealer for maintenance and replacement, and the equipment is running normally.